Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Information reported by patient stated that this device last just 2 years and was explanted because it was not put in correctly. Information omitted pertained to related pe (B)(4).